Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during a robotic laparoscopic surgery in a distal pancreatectomy, this acumen iq sensor provided stroke volume variation (svv) and pulse pressure variation (pvv) values that drifted from 25% to 48%. All other parameters were stable. Administration of 500 ml of fluid did not reduce svv or increase sv (stroke volume). The customer is a very experienced anesthetist could not determine why the svv/ppv/arterial parameters where behaving so erratically and suspected it could be an issue with the acumen sensor. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.